Event description:
Patient was receiving pca pain control when the pca started to alarm a high pitched alarm, screen read "malfunction 635/0018" and "please turn off and send for service." Patient was without pain management for about 20 mins while we waited for another pca to arrive to the unit.